Event description:
Plaintiff reports initial bilateral implantation on 8/22/80 with explant on 9/5/95. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.